Event description:
It was reported that a vns patient underwent generator replacement surgery due to end of service of the device. System diagnostics prior to surgery were performed and indicated normal device function (ok/ok/2/yes). The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the returned generator indicated the end of service condition was verified during analysis. However, further analysis revealed the supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor.